Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there is corrosion on electrical board particularly around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack in the battery threads. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the battery compartment was cracked. The insulin pump will not be returned for analysis.